Event description:
As reported: during surgery the posterior screw could not be inserted because the drill bit hit the nail through the sleeve on the target device. I also inserted the t2 ankle nail into the target device afterwards - no drill bit fits through the sleeve into the lateral static/dynamic hole.

Event description:
As reported: during surgery the posterior screw could not be inserted because the drill bit hit the nail through the sleeve on the target device. I also inserted the t2 ankle nail into the target device afterwards - no drill bit fits through the sleeve into the lateral static/dynamic hole.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and is fully functional. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A nc / CAPA was not in place for this product with this failure mode. No corrective actions are required at this time. The device returned passed the pre-operative function test as intended. Function was given in full. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Although a root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure and has to be classified as user-customer-user error. In case further substantial information becomes available we reserve the right to re-open the investigation including re-assessment of root cause.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: during surgery the posterior screw could not be inserted because the drill bit hit the nail through the sleeve on the target device. I also inserted the t2 ankle nail into the target device afterwards - no drill bit fits through the sleeve into the lateral static/dynamic hole.